Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a percutaneous coronary intervention procedure to treat the heavily calcified, moderately tortuous left anterior descending (lad) coronary artery. The 2.8 x 19 mm graftmaster was inserted to treat a coronary perforation, but it was unable to cross the lesion due to the heavily calcified anatomy. Another device was used to treat the perforation. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.